Event description:
It was reported that a balloon fracture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon was broken in the vessel. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received in two sections as the result of the shaft break. A visual and tactile examination identified a break in the shaft polymer extrusion 90mm proximal from guidewire exit port. Stretching was also evident at the break site. The shaft was also noted to be stretched 5mm distal from the guidewire exit port. An examination of the returned device identified bunching at the distal end of the balloon. Blood was identified on the outside of the balloon and shaft. A visual and microscopic examination of the balloon identified no holes or tears in the balloon. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple hypotube kinks. A microscopic examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon fracture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon was broken in the vessel. No patient complications reported.